Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30527169m number, and no internal actin related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient ((B)(6)) underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered a heart block, cardiac arrest, ventricular fibrillation and arterial spasm. During ventricular fibrillation (vf) in 2: 1 block and coronary spasm, after right pulmonary vein (rpv) carina was conducted ablation, a 2: 1 block was seen when gap map was prepared. When ventricular pacing was performed, cardiac arrest occurred and vf developed. The patient recovered with cardiac massage, and blood pressure returned to normal. Coronary angiogram (cag) was performed, but no embolism was found. As blood pressure was stable, the gap map was created again, and the case was successfully completed. The doctor's comment on this matter is unknown. The patient¿s outcome of the adverse event was reported as improved. It was not reported that extended hospitalization was required. It was also reported that char was confirmed to have adhered when flushed at the time of replacing the irrigation. The event occurred twice. The stsf was replaced and resolved. Case was successfully completed. The char was assessed as not MDR reportable. The cardiac arrest, heart block, ventricular fibrillation and arterial spasms were assessed as MDR reportable.